Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device migration/implant malposition.

Event description:
Healthcare professional reported via national breast implant registry "implant malposition" and "device migration". This record is for the right side. The device was explanted and replaced with a non-allergan device.